Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following multiple inappropriate defibrillation therapies due to lead noise. The patient is in clinic and closely monitored awaiting physicians decision. The patient was in stable condition. Additional information was requested but not received.